Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the they had sensor reading discrepancies. Blood glucose was 179 mg/dl and sensor glucose was 85. Blood glucose at the time of the call was 173 mg/dl. The customer indicated that the insulin pump suspended when the sensor was reading 70 and blood glucose went up to 210 mg/dl. The customer stated that the sensor had been reading 100 points away from the blood glucose value. The customer was advised about insertion and calibration best practices. The sensor will be returned for analysis.